Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 208 mg/dl.